Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Evaluations found that the battery and the device operated according to specifications. Review of the device logs confirmed the occurrences of "battery inoperable" alarms indicating poor contact between the battery terminals and the device. Based on all available evidence and previous investigations of similar complaints, it was determined that the reported event was due to a defective battery casing resulting in the poor contact between the battery terminals and the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device indicating a possible battery issue. There was no patient injury reported as a result of this incident.